Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), genital haemorrhage ('bleeding'), nephrolithiasis ('I headline stones after my hysterectomy') and urinary bladder suspension ('bladder and urinary problem or changes- bladder lift with hysterectomy') in a 43-year-old female patient who had essure (ess205) (batch no. 12248574- not valid) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and medical device monitoring error "thermochroic global endometrial ablation and essure on same day". The patient's medical history included stress urinary incontinence. Concomitant products included gabapentin in 2014 and phentermine. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2005, the patient experienced rash ("skin rash/ rashes or skin conditions type: I couldn't wear my ring and had multiple rashes"), depression ("depression/psychological or psychiatric problems - depression"), back pain ("back pain/ low back pain") and arthralgia ("joint pain/ wrist pain"). In 2006, the patient experienced nephrolithiasis (seriousness criterion medically significant) and underwent urinary bladder suspension (seriousness criterion medically significant). In 2012, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)/ I had heavy periods before but towards the end, I had unusal clotting and bleeding increased."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue,") and alopecia ("hair loss."). In 2013, the patient experienced trigeminal neuralgia ("neurological conditions or problems type: trigeminal neuralgia"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with pelvic pain and experienced genital haemorrhage (seriousness criterion medically significant), pain in extremity ("hand pain"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain"), headache ("headache") and jaw disorder ("problems with jaw"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and bladder lift with hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, nephrolithiasis, urinary bladder suspension, rash, depression, trigeminal neuralgia, alopecia, pain in extremity, abdominal pain lower, headache and jaw disorder outcome was unknown, the genital haemorrhage, menorrhagia, vaginal haemorrhage, arthralgia and abdominal pain had resolved and the back pain and fatigue was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, depression, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, genital haemorrhage, headache, jaw disorder, menorrhagia, nephrolithiasis, pain in extremity, rash, trigeminal neuralgia, urinary bladder suspension and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure device was implanted in 2001 (discrepant date) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2004: total bilateral occlusion. Pathology test - on 16-nov-2015: surgical pathology report: final diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: mild chronic inflammation. Endometrium: weakly proliferative. Myometrium: leiomyoma. Right and left fallopian tubes: 1. Mild hydrosalpinx. 2. Luminal essure devices, grossly identified. Vaginal mucosa, excision: squamous mucosa with mild hyperplasia and mild chronic inflammation. Gross description: sectioning the presumed right fallopian tube shows the coiled essure device extending approximately 2.5 cm into the fallopian tube. On sectioning the presumed left fallopian tube shows a coiled essure device extending approximately 2.5 cm into the fallopian tube.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- menorrhagia, low back pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid) incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), genital haemorrhage ('bleedeing'), nephrolithiasis ('I hadkidney stones after my hysterectomy') and bladder disorder ('bladder and urinary problem or changes- bladder lift with hysterectomy') in a 43-year-old female patient who had essure (ess205) (batch no. 12248574) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and medical device monitoring error "thermachoice global endometrial ablation and essure on same day". The patient's medical history included stress urinary incontinence. Concomitant products included gabapentin in 2014 and phentermine. On (B)(6)2004, the patient had essure (ess205) inserted. In 2005, the patient experienced rash ("skin rash/ rashes or skin conditions type: I couldn't wear my ring and had multiple rashes"), depression ("depression/psychological or psychiatric problems - depression"), back pain ("back pain/ low back pain") and arthralgia ("joint pain/ wrist pain"). In 2006, the patient experienced nephrolithiasis (seriousness criterion medically significant) and bladder disorder (seriousness criterion medically significant). In 2012, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)/ I had heavy periods before but towards the end, I had unusal clotting and bleeding increaded."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue,") and alopecia ("hair loss."). In 2013, the patient experienced trigeminal neuralgia ("neurological conditions or problems type: trigeminal neuralgia"). On (B)(6)2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with pelvic pain and experienced genital haemorrhage (seriousness criterion medically significant), pain in extremity ("hand pain"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain"), headache ("headache") and jaw disorder ("problems with jaw"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and bladder lift with hysterectomy). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, nephrolithiasis, rash, depression, bladder disorder, trigeminal neuralgia, alopecia, pain in extremity, abdominal pain lower, headache and jaw disorder outcome was unknown, the genital haemorrhage, menorrhagia, vaginal haemorrhage, arthralgia and abdominal pain had resolved and the back pain and fatigue was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, depression, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, genital haemorrhage, headache, jaw disorder, menorrhagia, nephrolithiasis, pain in extremity, rash, trigeminal neuralgia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure device was implanted in 2001 (discrepant date) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2004: total bilateral occlusion. Pathology test - on (B)(6)2015: surgical pathology report: final diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: mild chronic inflammation. Endometrium: weakly proliferative. Myometrium: leiomyoma. Right and left fallopian tubes: 1. Mild hydrosalpinx. 2. Luminal essure devices, grossly identified. Vaginal mucosa, excision: squamous mucosa with mild hyperplasia and mild chronic inflammation. Gross description: sectioning the presumed right fallopian tube shows the coiled essure device extending approximately 2.5 cm into the fallopian tube. On sectioning the presumed left fallopian tube shows a coiled essure device extending approximately 2.5 cm into the fallopian tube.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ menorrhagia, low back pain. Most recent follow-up information incorporated above includes: on 26-jul-2019: new pfs and mr received- new events added: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, rashes or skin conditions type: I couldn't wear my ring and had multiple rashes, bladder or urinary problems or changes,neurological conditions or problems type: trigeminal neuralgia, pain, perforation (fallopian tube(s)), fatigue, hair loss, back pain, joint pain, wrist pain, lower abdominal pain, abdominal pain, headache, genital bleedingoutcome of events back pain, bleeding, abdominal pain, joint pain from unknown to recovered/resolved and event fatigue from unknown to recovering/resolving were updated.lot number and new reporters information were added.concomitant drugs and conditions were, lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), urinary bladder suspension ('bladder and urinary problem or changes- bladder lift with hysterectomy') and nephrolithiasis ('I hadkidney stones after my hysterectomy') in a 43-year-old female patient who had essure (ess205) (batch no. 12248574not valid) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermachoice global endometrial ablation and essure on same day" and device ineffective "device ineffective". The patient's medical history included stress urinary incontinence. Concomitant products included gabapentin in 2014 and phentermine. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2005, the patient experienced rash ("skin rash/ rashes or skin conditions type: I couldn't wear my ring and had multiple rashes"), depression ("depression/psychological or psychiatric problems - depression"), back pain ("back pain/ low back pain") and arthralgia ("joint pain/ wrist pain"). In 2006, the patient underwent urinary bladder suspension (seriousness criterion medically significant) and experienced nephrolithiasis (seriousness criterion medically significant). In 2012, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)/ I had heavy periods before but towards the end, I had unusal clotting and bleeding increaded/ menorrhagia (heavy menstrul bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue,") and alopecia ("hair loss."). In 2013, the patient experienced trigeminal neuralgia ("neurological conditions or problems type: trigeminal neuralgia"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with pelvic pain, experienced genital haemorrhage ("bleedeing"), pain in extremity ("hand pain"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain"), headache ("headache"), pain in jaw ("electric pain in jaw / aches in jaw"), glossodynia ("electric pain in tongue"), carpal tunnel syndrome ("carpal tunnel syndrome"), anxiety ("anxiety") and neck pain ("neck pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and bladder lift with hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, urinary bladder suspension, nephrolithiasis, rash, depression, trigeminal neuralgia, alopecia, pain in extremity, abdominal pain lower, headache, pain in jaw, glossodynia, carpal tunnel syndrome, anxiety and neck pain outcome was unknown, the genital haemorrhage, menorrhagia, vaginal haemorrhage, arthralgia and abdominal pain had resolved and the back pain and fatigue was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, carpal tunnel syndrome, depression, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, genital haemorrhage, glossodynia, headache, menorrhagia, neck pain, nephrolithiasis, pain in extremity, pain in jaw, rash, trigeminal neuralgia, urinary bladder suspension, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure device was implanted in 2001 (discrepant date). On (B)(6) 2004, she had labouratory test (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2004: total bilateral occlusion. Pathology test - on (B)(6) 2015: surgical pathology report: final diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: mild chronic inflammation. Endometrium: weakly proliferative. Myometrium: leiomyoma. Right and left fallopian tubes: 1. Mild hydrosalpinx. 2. Luminal essure devices, grossly identified. Vaginal mucosa, excision: squamous mucosa with mild hyperplasia and mild chronic inflammation. Gross description: sectioning the presumed right fallopian tube shows the coiled essure device extending approximately 2.5 cm into the fallopian tube. On sectioning the presumed left fallopian tube shows a coiled essure device extending approximately 2.5 cm into the fallopian tube.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- menorrhagia, low back pain. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event carpal tunnel syndrome, weight gain, anxiety pain in tongue were added. Jaw disorder was updated to jaw pain. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), urinary bladder suspension ('bladder and urinary problem or changes- bladder lift with hysterectomy') and nephrolithiasis ('I hadkidney stones after my hysterectomy') in a 43-year-old female patient who had essure (ess205) (batch no. 12248574 not valid) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermachoice global endometrial ablation and essure on same day" and device ineffective "device ineffective". The patient's medical history included stress urinary incontinence. Concomitant products included gabapentin in 2014 and phentermine. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2005, the patient experienced rash ("skin rash/ rashes or skin conditions type: I couldn't wear my ring and had multiple rashes"), depression ("depression/psychological or psychiatric problems - depression"), back pain ("back pain/ low back pain") and arthralgia ("joint pain/ wrist pain"). In 2006, the patient underwent urinary bladder suspension (seriousness criterion medically significant) and experienced nephrolithiasis (seriousness criterion medically significant). In 2012, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)/ I had heavy periods before but towards the end, I had unusal clotting and bleeding increaded/ menorrhagia (heavy menstrul bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue,") and alopecia ("hair loss."). In 2013, the patient experienced trigeminal neuralgia ("neurological conditions or problems type: trigeminal neuralgia"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 11 years 8 months after insertion of essure (ess205). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with pelvic pain, experienced genital haemorrhage ("bleedeing"), pain in extremity ("hand pain"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain"), headache ("headache"), pain in jaw ("electric pain in jaw / aches in jaw"), glossodynia ("electric pain in tongue"), carpal tunnel syndrome ("carpal tunnel syndrome"), anxiety ("anxiety") and neck pain ("neck pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and bladder lift with hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, urinary bladder suspension, nephrolithiasis, rash, depression, trigeminal neuralgia, alopecia, pain in extremity, abdominal pain lower, headache, pain in jaw, glossodynia, carpal tunnel syndrome, anxiety and neck pain outcome was unknown, the genital haemorrhage, menorrhagia, vaginal haemorrhage, arthralgia and abdominal pain had resolved and the back pain and fatigue was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, carpal tunnel syndrome, depression, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, genital haemorrhage, glossodynia, headache, menorrhagia, neck pain, nephrolithiasis, pain in extremity, pain in jaw, rash, trigeminal neuralgia, urinary bladder suspension, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure device was implanted in 2001 (discrepant date). On (B)(6) 2004, she had labouratory test (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2004: total bilateral occlusion. Pathology test - on (B)(6) 2015: surgical pathology report: final diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: mild chronic inflammation. Endometrium: weakly proliferative. Myometrium: leiomyoma. Right and left fallopian tubes: 1. Mild hydrosalpinx. 2. Luminal essure devices, grossly identified. Vaginal mucosa, excision: squamous mucosa with mild hyperplasia and mild chronic inflammation. Gross description: sectioning the presumed right fallopian tube shows the coiled essure device extending approximately 2.5 cm into the fallopian tube. On sectioning the presumed left fallopian tube shows a coiled essure device extending approximately 2.5 cm into the fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- menorrhagia, low back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with pelvic pain, rash ("skin rash") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device, rash and depression outcome was unknown. The reporter considered depression, ectopic pregnancy with contraceptive device and rash to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.